Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous right coronary artery (rca). The 2.75x12 mm multi-link 8 stent delivery system experienced resistance when crossing the lesion and the device separated in two pieces. The separated portion was removed with tweezers. A non-abbott stent was used to complete the procedure. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.